Event description:
It was reported that, "discovered at doctor's office during routine, post-op appointment screws backing out at multiple locations."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.